Event description:
Dome flipped down 90 degree angle. Dr did not have any advancement difficulties. Dr pulled sheath back and the filter dome deployed halfway between top and the middle of the filter. Dr pulled petal down into the common femoral vein, but it got caught on a branch of the vein. So dr ended up deploying the filter. The legs are adhering in the femoral vein. The pt was sent to the operting room to have the filter surgically removed.